Event description:
The patient presented to the hospital after receiving several shocks. When the device was interrogated many vf episodes stored on the device were observed. It was noticed that the vf episodes were not real ventricular arrhythmias, but misclassified episodes of noise. The noise was reproduced by moving the device. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported oversensing was caused by the abraded outer insulation where the blue cables were exposed. The lead abrasion is consistent with that produced by friction with the ICD can. A short circuit may occur when the exposed cables comes in metallic contact with the ICD can.